Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-26 h.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for damaged product with the incident lot was observed. Additionally, evaluation of the customer samples was performed and damaged product was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that a molding defect occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the user complained that the white connection hub of the tubing is convex which stabs the user accidentally. The white connection hub of the tubing is convex which stabs the user accidentally (no blood or infection)." (B)(4). Occurrences were reported.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a molding defect occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "the user complained that the white connection hub of the tubing is convex which stabs the user accidentally. The white connection hub of the tubing is convex which stabs the user accidentally (no blood or infection)." 5 occurrences were reported.